Event description:
--

Manufacturer narrative:
Further clarification from the boston scientific local area sales representative confirmed that in actuality, this epicardial lead was removed from service for the reason stated. However, the additional epicardial lead previously mentioned actually regards the physician's determination to implant two non-bsc leads, one which remains in service to replace this epicardial lead that was not capturing, and the other surgically abandoned at this time to be available for future use as needed. No further information is expected at this time.

Manufacturer narrative:
To date, information suggests that this lead has not been returned to boston scientific. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this epicardial lead did exhibit loss of capture related to its implanted position. A surgical intervention was necessary to correct the issue. A second epicardial lead also in service was surgically abandoned for the same issue. Beyond the early surgical intervention, there were no reported adverse patient effects associated with this clinical observation.